Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse noted the psc would not connect to the system. Troubleshooting steps were performed, and two different fiber cables were used. Both blue fiber cables were bad and would not function with another psc. The fse replaced the blue fiber cables with ones that the customer had on-hand, and the system connected. The system was tested and verified as ready for use. The probable root cause is attributed to a faulty blue fiber cable.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that when they attempted to swap the patient side cart (psc) from one system to another, a message indicated it was not connected to the vision side cart (vsc). Before contacting tse, the user had cleaned the fiber cable and the fiber port on the psc multiple times without resolving the issue. Tse then guided the user to power off all components until the power buttons showed amber, and to power on the psc with a new fiber cable connected to the vsc; after power up, the psc showed a red led at the fiber connection and the vsc still did not recognize the psc. There was no report of patient involvement or patient injury.

Manufacturer narrative:
The probable root cause is attributed to damage during use, which may result from straining or rolling over the blue fiber cable when the user forgets to disconnect the system cables prior to moving subsystem components. This issue can be resolved by replacing the blue fiber cable.

Event description:
Refer to h11 for follow-up information.